Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, 60 sealed devices from the lot w4974164 were returned and evaluated. Sealed devices #1-60: our laboratory evaluation of the sealed devices could not confirm the report as it was described, the devices functioned as intended. The devices were submitted to the engineering test lab (etl) and were functionally tested to verify that a polypectomy could be performed successfully. The etl determined in test log 22080 that the devices met the requirements. The snares attached to the active cord, advanced through the scope, advanced out of the device, ensnared and electrosurgically incised tissue, retracted back into the device, and removed from the scope all as expected. Therefore, the complaint could not be confirmed for the sealed devices. A review of the device history record for the used device could not be conducted because the lot number was not provided. The device history record for the returned sealed devices was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used device: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Sealed devices: a definitive cause for the reported observation could not be determined because the products said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. One possible cause of this report is use with an incompatible active cord. The IFU states "this device must only be used with an active cord compatible with a 3 mm diameter connector. This device has only been verified to be compatible with the following cook active cords: acu-1 and acu-1-vl (supplied non-sterile)." The instructions for use contain the following additional information to assist with proper set-up and use of the device: "before using this device, follow the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through the proper placement and utilization of the patient return electrode. Ensure that a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure." "Inspect the active cord. The cord must be free of kinks, bends, breaks and exposed wires to allow for the accurate transfer of current. If an abnormality is noted, do not use the active cord." "Securely connect the active cord to the device handle and electrosurgical unit. The active cord fittings should fit snugly into both the device handle and electrosurgical unit. Following the instructions from the electrosurgical unit manufacturer, position the patient return electrode and connect it to the electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify the desired settings and activate the electrosurgical unit. Note: the maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, 60 sealed devices from the lot w4974164 were returned and evaluated. Sealed devices #1-60: our laboratory evaluation of the sealed devices could not confirm the report as it was described, the devices functioned as intended. The devices were submitted to the engineering test lab (etl) and were functionally tested to verify that a polypectomy could be performed successfully. The etl determined that the devices met the requirements. The snares attached to the active cord, advanced through the scope, advanced out of the device, ensnared and electrosurgically incised tissue, retracted back into the device, and removed from the scope all as expected. Therefore, the complaint could not be confirmed for the sealed devices. A review of the device history record for the used device could not be conducted because the lot number was not provided. The device history record for the returned sealed devices was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used device: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Sealed devices: a definitive cause for the reported observation could not be determined because the products said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. One possible cause of this report is use with an incompatible active cord. The IFU states "this device must only be used with an active cord compatible with a 3 mm diameter connector. This device has only been verified to be compatible with the following cook active cords: acu-1 and acu-1-vl (supplied non-sterile)." The instructions for use contain the following additional information to assist with proper set-up and use of the device: "before using this device, follow the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through the proper placement and utilization of the patient return electrode. Ensure that a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure." "Inspect the active cord. The cord must be free of kinks, bends, breaks and exposed wires to allow for the accurate transfer of current. If an abnormality is noted, do not use the active cord." "Securely connect the active cord to the device handle and electrosurgical unit. The active cord fittings should fit snugly into both the device handle and electrosurgical unit. Following the instructions from the electrosurgical unit manufacturer, position the patient return electrode and connect it to the electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify the desired settings and activate the electrosurgical unit. Note: the maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic polyp removal, the physician used a cook acusnare polypectomy snare soft. It was reported [that] snare was too flimsy and "tears up the colon." Additional information received on 18dec2025, clarifies that the devices did not function properly; they would open once but not open again fully. There was no harm to patient but this posed a risk [of colon tear] to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This investigation is on-going. A follow-up emdr will be provided within 30 days of receipt of new information.

Event description:
During an endoscopic polyp removal, the physician used a cook acusnare polypectomy snare soft. It was reported [that] snare was too flimsy and tears up the colon. At the time of this report, our attempts to collect additional information regarding patient outcome have been unsuccessful. While the complainant did not specify how the colon was treated, due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted. Additional attempts to gather this information will be made.